Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen, flanks, and back with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Physician later confirmed "the patient is not experiencing pah." There is no complaint against the device.